Event description:
It was reported that a spectrum pump would shut off without user input. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found within specification with respect to the reported symptom, which was not reproduced. Evaluation found the device able to charge a known good battery and run an infusion without powering off. The messages were confirmed through review of the event history log however no device malfunction was observed.